Event description:
A report was received that the patient¿s remote control was not communicating with the ipg and the lead was producing high impedances. An ipg and lead replacement was recommended.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70 serial: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: phase iii lead extension - 25 cm. Model#: sc-3138-35, serial #: (B)(4), description: phase iii lead extension - 35 cm. Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and only the extension was removed, not the paddle lead. The physician did not suspect any device malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s remote control was not communicating with the ipg and the lead was producing high impedances. An ipg and lead replacement was recommended.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The device was able to communicate with a remote control after being charged. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Impedance readings were within the expected range. The ipg passed all the required tests and revealed no anomalies. The explanted lead extensions were not returned to bsn as they were discarded by the medical facility. It is indicated that the lead extensions will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s remote control was not communicating with the ipg and the lead was producing high impedances. An ipg and lead replacement was recommended.

Event description:
A report was received that the patient¿s remote control was not communicating with the ipg and the lead was producing high impedances. An ipg and lead replacement was recommended.